Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa was utilizing device to harvest the saphenous vein. After several minutes of use with no issues, it was noted that the cutting/sealing element of the device separated from the silicone boot. Without patient injury, the device was removed and the procedure was completed with a new hemopro 2. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle. Traces of blood and charred tissues were observed on the jaws. Microscopic inspection showed the heater wire to be flexed away and detached from the tip but remained attached to the base of the jaw. The silicone insulation appeared intact with no cracks nor peeling. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "bent wire" was confirmed. Specific actions for the reported failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa was utilizing device to harvest the saphenous vein. After several minutes of use with no issues, it was noted that the cutting/sealing element of the device separated from the silicone boot. Without patient injury, the device was removed and the procedure was completed with a new hemopro 2. The hospital did not report any patient effects.